Event description:
Subsequent to the initially filed report, the following information was received: no device damage was noted during the use of the device. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported loss of arterial access cannot be replicated in a testing environment as it occurred during device deployment attempt in the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Femoral angiogram results noted calcification present at access site. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. The calcification does not appear to have contributed to the reported loss of arterial access. A conclusive cause for the reported loss or arterial access could not be determined based on the returned device condition. Factors that contribute to loss of arterial access may include, but are not limited to, the device pulled back too hard against the vessel wall. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. H6: device code 1494 - indications for use was removed.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a starclose se closure device with an 8f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, after locator wing deployment the device was pulled back and was immediately pulled out of the vessel. The physician assumed that during the procedure the hole extended and it was more than 8f. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.